Event description:
Hospital advised that norepinepherine had been set up and was infusing on a system early in the day, then the norepinepherine infusion was stopped. Later that day, the nurse restated the infusion using the same bag of norepinepherine and the same administration set. The system alarmed. The nurse moved the tubing and norpinephrine to this new pumping module and programming module. She restarted the infusion on the same patient. Approximately 10 minutes later, the system alarmed and a channel error displayed. This occurred at approximately 11:30 a.m. An error code 242.4020 was observed in the log, which is indicative of a motor stall. The nurse removed the system and the administration set. There was no patient consequence. This occurred in the surgical ICU.